Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier scanner was not working. The field service engineer (fse) reseated usb cable was and connected to a different usb port to restore communication. After completing this step, functionality was verified using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bio scanner was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.